Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during fill tubing, the customer could not see insulin exit the infusion set tubing. There was no impact to customer's blood glucose (bg) level. Tandem technical support (cts) instructed customer to reconnect infusion set tubing to cartridge and retry the load process. Customer declined and will be meeting with an educator to go over loading technique. It was indicated customer will use a backup pump for alternate insulin therapy.